Manufacturer narrative:
The monitor was returned for evaluation. The reported problem (damaged case) has been confirmed. The monitor was unable to power on with cable and passed detect and treat testing. However, the monitor¿s case was cracked at the battery ear, causing the battery to be unable to insert into the connector. The root cause of the physical damage to the cracked case was unable to be positively identified. The monitor is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's case was damaged.